Manufacturer narrative:
Consumer reported experiencing pain and redness with use of the product. The doctor observed inflammation and irritation in the left eye. The doctor cannot say for certain if the patient had an infection but there was no eye discharge. Patient was diagnosed with unspecific acute conjunctivitis and prescribed maxitrol. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The doctor reported the patient recovered. The product was returned and the evaluation is currently in progress.

Event description:
Consumer reported experiencing pain and redness with use of the second bottle from a twin pack. Consumer had no issues with the first bottle. Consumer visited a doctor and was diagnosed with an infection in the left eye. Consumer reported the doctor prescribed an eye drop which she used three times before her eye recovered. The doctor reported the patient visited the office with complaints of pain and redness. The doctor observed inflammation and irritation in the left eye. The doctor cannot say for certain if the patient had an infection but there was no eye discharge. Patient was diagnosed with unspecific acute conjunctivitis and prescribed maxitrol. Doctor reported the maxitrol was not necessary to preclude a serious injury and the event was not serious. The patient is compliant with lens wear and care. The doctor is uncertain if the event is related to the product. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.